Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was identified during review of a journal article. David a. Crawford, joanne b adams, michael j morris, keith r berend and adolph v lombardi jr, (2020) distal femoral cortical hypertrophy not associated with thigh pain using a short stem femoral implant. Hip international 1-7, doi: 10.1177/112070002091387. Device evaluated by manufacturer? Location unknown.

Event description:
It was reported that patient experienced post-operative pain and bone remodeling. Attempts have been made and no further information has been provided